Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available as the stent has been implanted; therefore, functional testing as well as physical analysis cannot be performed. It is probable that the stent was misplaced as a result of the tortuosity of the patient¿s anatomy causing the coil to move out from the aneurysm. Therefore, an assignable cause of procedural factors has been assigned to this investigation. H3 other text : subject device is not available.

Event description:
It was reported that the subject stent was used during coil embolization procedure for aneurysm located in the middle cerebral artery (mca). The physician delivered the microcatheter and kept the high-pressure installation, then the subject stent was deployed; however, the position of the stent was a little bit higher which caused the first coil to move out of the aneurysm during framing. The physician was able to pull back the coil back to the aneurysm using a microcatheter to complete the procedure successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1st of 2 MDR reports.

Event description:
It was reported that the subject stent was used during coil embolization procedure for aneurysm located in the middle cerebral artery (mca). The physician delivered the microcatheter and kept the high-pressure installation, then the subject stent was deployed; however, the position of the stent was a little bit higher which caused the first coil to move out of the aneurysm during framing. The physician was able to pull back the coil back to the aneurysm using a microcatheter to complete the procedure successfully. No clinical consequences were reported to the patient due to this event.